Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient was admitted to the hospital for diabetic ketoacidosis (dka). They mentioned that the patient asked if the gastric stimulator may be the cause of their increased glucose levels. The patient had elevated glucose level prior to the implant, according to the hcp. The hcp performed an impedance check which was in range between 200-800ohms. It was unknown if the issue was resolved. The implantable neurostimulator (ins) indication for use was for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.